Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead x2, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient received an atrioventricular ablation. The patient sent a remote transmission. It was noted the diagnostics did not show the patient in an atrial high rate (ahr) episode (no suspended episode). The non-magnet electrocardiogram(egm) appears to have "dual egm". It appears the ventricular pace (vp) events are not lined up with the deflection on the atrial egm. The atrial channel appears to be coming thru on the egm clearer than the ventricular egm. The deflection on the atrial egm is very similar to an atrial sensed event. They appear to be falling after a vp and are therefore not marked due to falling into blanking which suggests the patient may still be in a slow flutter. The device remains in use. No patient complications have been reported as a result of this event.